Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73a1800361 investigation did not show issues related to the complaint.

Event description:
Issue reported: two of the six clips broke while loading onto the clip applier.